Event description:
During the splenectomy procedure, the stapler jaws locked post firing; would not open or release from tissue. The device had to be cut out of the tissue. After removing, it was noted that the stapler articulation join was separated from the shaft. After removing the device another ees rep fired through the lockout mechanism. The case was completed by opening another device which created a 10 minute delay in the procedure. The device will be returned. No pt consequence.